Manufacturer narrative:
Review of the provided system data did not identify a product problem related to the customer allegation. In conclusion the discrepancies were due to the 3 samples being near the limit of detection (lod) of the assay. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the us alleged discrepant results generated on three samples with the cobas® liat® sars-cov-2/flu test on the cobas® liat® system. Initial samples generated positive results for sars-cov-2 and negative for influenza a/b. It was indicated that all 3 patients were previously tested negative and the results were questioned by infection control personnel. Upon a repeat test of the three initial samples on a competitor molecular platform at another facility, the results were negative for all 3 targets. No harm was alleged. The results were released to medical personnel. No information was provided regarding if new samples were obtained for the repeat test. An investigation was conducted to evaluate the customer issue. Per the FDA guidance three (3) mdrs will be filed.